Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 513 mg/dl. The customer stated that he had already changed the insertion site location as well as the infusion set. The customer had not received any alarms. The customer treated himself with a manual injection. Troubleshooting was done. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. The customer stated that the cannula was not bent or occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.